Event description:
Customer reports back to back testing on the compact system with results of: 1. 17mg/dl to 60mg/dl, 2. 60mg/dl to 19mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.